Event description:
The customer reported to olympus, the vis lucera elite gastrointestinal videoscope had air/water flow issues from the air/water system. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found these scratched components: scope connector cover unit, suction connector, universal cord, grip, scope cover, switch box, forceps elevator lever, free engage knob, upward/downward knob, right/left, connecting tube, and bending section cover. Additionally, the evaluation found that the bending angle in the up direction and the play of the upward/downward knob did not meet the standard value due to wear of the angle wire, a shaved suction cylinder, a discolored control unit, a chipped adhesive on the bending section cover, and a dented connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.